Manufacturer narrative:
Follow-up # 1 (03/13/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter was returned without batteries and battery cover. Pa inserted batteries. The meter passed testing with no faults found. The meter was found to function properly, no apply sample issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the user in (B)(6) contacted lifescan to report the one touch verio pro meter was displaying the "apply sample" icon during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, the complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The patient's products have been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. No conclusions can be made at this time.